Event description:
It was reported that an MRI was being performed due to back pain. It was suspected that the pump was ¿not working¿ as well, as it should have controlled the back pain. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8598, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8731, lot# b002150n33, implanted: (B)(6) 2003, product type catheter. (B)(4).